Event description:
It was reported that during a routine check by clinical engineering, the cs100 intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device :a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the pump motor was locked, and the motor control board was short. When attempting to turn, the 10a fuse burned. The motor control board and the fuse need to be replaced. The unit has not been returned for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: d5 (changed from other to healthcare professional). It was reported that during a routine check by clinical engineering, the cs100 intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) evaluated the unit and found out that the pump motor is locked and the motor control board is short, causing the 10a fuse to burn while turning on the device. A budget was requested by fse for the replacement of the following parts vacuum/pressure compressor (0102-00-0001), control board for engine (0671-00-0004) and source fuse 10a (0159-00-0036). Replacement is not yet confirmed and equipment not released for clinical use. If parts replaced in future, we will reopen this complaint to update it.

Event description:
N/a.